Event description:
It was reported that a st. Jude 0.025" guidewire could not go through the yellow port of the swan-ganz catheter. The physician then used a 0.014" guidewire but it did not offer enough support. It was indicated that a new insertion site was needed for this patient but no patient injury was reported. The catheter was used with an introducer. The patient had an enlarged right atrium and the catheter had to be inserted via the internal jugular vein "to be able to get to the pa". The staff could "backload" the guidewire into the catheter but could not insert it in the usual way. As reported, the physician would not have had to use a new insertion site if the 0.025" guidewire had worked.

Manufacturer narrative:
One swan-ganz catheter was received with two 0.025" guidewires. All appeared to be in good condition. A new 0.025" guidewire was passed hub to tip and tip to hub; using the "j" tip end of the wire, and the wire became stuck inside the backform area when passed hub to tip direction. An x-ray was taken of the backform and the x-ray confirmed a bubble or void had formed at the end of the distal lumen extension tube during the manufacturing process. This condition will cause the guidewire to become stuck. A review of the manufacturing records indicated that the product met specifications upon release. This nonconformance was confirmed to be related to the manufacturing process. An investigation was initiated and actions have already been implemented to correct the issue.